Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that leakage to the cuff of a smiths medical portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube.

Manufacturer narrative:
Two tracheostomy tubes were returned for evaluation. Visual inspection of the devices found them to have cuts on the pilot balloon. The samples underwent functional testing to detect for leakage. Cuffs were inflated and observed for ten seconds; no leakage noted. They were then submerged under water, and no leakage was observed. The balloon was then manipulated by being squeezed, as well as the airway line was moved back and forth; no leakage detected. During manufacturing, 100 percent of devices are leak tested. The reported customer complaint has not been confirmed.